Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not capturing in the right spot and the patient was going into ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.